Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the case was planned using the transaxiliar approach. A 12 french (fr) non-medtronic (cook) sheath was inserted, and the vessel was subsequently dilated using 14 fr and 18 fr medtronic (sentrant) sheaths. During sheath insertion, rupture of the subclavian artery occurred. Emergency surgery was subsequently performed to repair the vessel. It was noted that the minimum diameter of the access vessel was 5 millimeter (mm), and there was a high probability that the vessel was fragile. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Continuation of d10: product ID: evproplus-26; product type: 0195-heart valves; implant date: na; explant date: na; product ID: l-evprop23-29; product type: 0195-heart valves; implant date: na; explant date: na; 14 fr sentrant sheath; product type: sheath; implant date: na; explant date: na; 18 fr sentrant sheath; product type: sheath; implant date: na; explant date: na; 12 fr non-medtronic (cook) sheath; product type: sheath; implant date:na; explant date: na. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). It was noted that the minimum diameter of the access vessel was 5 millimeter (mm), and there was a high probability that the vessel was fragile, however, as no procedural images were provided for review, therefore an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. A medical safety assessment was conducted for this event. Upon review of the information provided, the primary event of subclavian artery rupture resulting in emergency surgical repair, is assessed as unlikely related to the valve and dcs. It is likely related to the medtronic sentrant sheath which was used for pre-dilatation of the subclavian artery for a transaxiliar implant approach as the rupture was noted upon sheath insertion. The adverse events reviewed in this medical safety assessment are known potential risks associated with the implantation of the pro+ valve. The reported harms and severities are documented in the risk files and instructions for use. No further safety assessment is required at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.